Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing inappropriate pacing at the maximum sensing rate (msr) with their pacemaker when moving their arms. The radio frequency setting in the device was found to be at 14 and was lowered to 8, while the blended sensor setting was programmed on. Boston scientific technical services (ts) believed the increase in pacing rate up to the msr was the result of minute ventilation sensor¿s response to upper body physical movements. The patient was dismissed and will be seen at a later time. The pacemaker continues to remain in service. No adverse patient effects were reported.